Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device remains in use. A correlation between the device and the reported bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented to the hospital with complaints of fatigue and dyspnea on exertion that started two days prior to admission. The patient was also having black, tarry stools. Upon presentation to the emergency department, the patient's hemoglobin (hgb) level was 7.4 g/dl, inr was 2.1, and stool was heme-positive. The patient was transfused with three units of packed red blood cells (prbc) and started on octreotide and protonic drips. Aspirin and coumadin were held. On (B)(6) 2016, an upper endoscopy located a jejunal angiectasia/arteriovenous malformation. Argon coagulation was administered and patient was transferred to an alternate hospital on (B)(6) 2016 to further evaluate and treat the complex lesion. The following day, a push enteroscopy showed angiectasia in the proximal jejunum treated with thermal therapy and endoclip. There were also two clean based ulcers in the proximal jejunum and an ulcer in the antrum. Protonix was continued but octreotide was discontinued. The patient received an additional two units of prbc. After bleeding was controlled and hgb was stable, the patient was restarted on IV heparin, aspirin and coumadin as the patient's inr level had been sub-therapeutic prior to the enteroscopy. Initially during hospitalization imdur and hydrazine were held, however they were restarted prior to discharge. The patient was discharged to home on (B)(6) 2016 with a hgb level of 9.9 g/dl. No further information was provided.